Event description:
The clinician indicates that he placed the implant on (B)(6) 2019 and, after placing the definitive prosthesis (6 months later), the implant loses osseointegration after one week. Patient with a bone quality between iii and IV. In the event the patient experienced: vestibular fistula.

Manufacturer narrative:
The batch documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. After examination of the implant, it can be verified that the implant does not show signs of misuse or signs of malfunction that could have contributed to the event.